Event description:
It was reported that the attachment began leaking an oil substance during an orthopaedic procedure. The substance did not come into direct contact with the pt, so there was no pt injury. The site was irrigated as a precautionary measure, and the procedure was completed with another readily available device. There was no user injury or any other adverse consequences reported.

Manufacturer narrative:
When the attachment was received at the MFR the device fell apart, so an eval could not be conducted. Therefore, the reported condition of the device leaking during usage could not be confirmed. Service will replace the attachment.